Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to corroded battery tube and corroded battery cap contact. The pump had cracked battery tube threads, scratched lcd window and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 183mg/dl. The customer stated that the pump completely shut off and was not working properly. The customer stated that the pump had cracks where the battery goes in and also looked liked something exploded in the pump. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.